Event description:
Voluntary medwatch received states that during a replacement procedure, the low voltage lead was noted to exhibit loss of capture. The lead was capped and replaced. There were no patient consequences.